Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an un-specified lesion in the peripheral. The balance middleweight (bmw) elite guide wire was advanced without issue. A non-abbott embolic protection device was then advanced, and the bmw elite guide wire was removed. After removal, it was noted that a portion of the guide wire had separated. There was no resistance noted during removal of the guide wire. The separated portion was removed with the embolic protection device. A new guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.